Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no aspiration during the phacoemulsification of left eye cataract procedure. The parameters were raised to the maximum without result. The cassette was replaced and the procedure was completed. There were no consequences to the patient. Additional information has been requested and received.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this reported issue. The device history record (DHR) review shows the order was built and released per specification. The returned used sample was visually and functionally tested and passed testing, no aspiration or occlusion issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).